Event description:
Pt wound was being treated with wound covers for 2 weeks when they developed cellulitus. Pt was hospitalized as a result. It is unclear if the cellulitus is attributed to the wound cover.